Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the photographs submitted for evaluation. Bd received two photographs. Upon inspection of the customer photos no leakage was observed. It appears that a connection was made to the luer adapter and the actuator has been actuated through the septum. This indicates that the flow path is permanently open. The photographs provided for this incident did not present sufficient evidence to identify a definite root cause. There was no physical evidence to conclude that the reported defect was related to the manufacturing process. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter leaked blood during use. The following information was provided by the initial reporter: material no: 382533 batch no: 9319742 it was reported that catheter leaks blood as soon as it is disconnected. A nurse that works on the second floor of hospital complained that she didn't like insyte autoguard blood control because it leaks blood as soon as they disconnect it and it doesn't seal off. Another nurse said she would like to give bd a piece of her mind.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter leaked blood during use. The following information was provided by the initial reporter: material no: 382533 batch, no: 9319742. It was reported that catheter leaks blood as soon as it is disconnected. A nurse that works on the second floor of hospital complained that she didn't like insyte autoguard blood control because it leaks blood as soon as they disconnect it and it doesn't seal off. Another nurse said she would like to give bd a piece of her mind.